Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she continued to have high blood glucose levels after her hospitalization. Her current blood glucose level was 449 mg/dl. She treated her high blood glucose level with a manual injection and took 9 units of insulin while on the phone. The customer's blood glucose level went up to 597 mg/dl. She has experienced high blood glucose levels for a year. The insulin was not absorbing. The device was not returned.